Manufacturer narrative:
The patient and device codes in coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was performed using two proglide devices via a 6f sheath prior to a percutaneous transluminal aortic valve (ptav) interventional procedure. No femoral angiogram was performed at the rcfa. The ptav procedure was performed using a 12f sheath and when attempting closure, the knot of one of the proglide devices came out. A new proglide device was used to achieve hemostasis in additional to the sutures of the other previously placed proglide device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported failure to deploy suture (knot came out) was confirmed based on the condition of the returned device. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot was performed and revealed no similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.